Manufacturer narrative:
Per the reporter, during a recent data collection study conducted in the us in early (B)(6), they met a patient using a quattro air mask system who complained about the headgear rubbing and thought it might have caused a cyst on his head which he had to get surgically removed. The mask was not returned to resmed for evaluation. Resmed has requested additional information from the reporter and the reporter stated that at this stage there is no further information available. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a quattro air full face mask system allegedly caused cyst formation on a patient and the patient sought medical attention.